Event description:
Patient was being ventilated in MRI. Ventilator allegedly stopped cycling when the clinician increased the expiratory time setting to above 2.0 seconds. Patient was removed from the ventilator and manually ventilated.

Manufacturer narrative:
The ventilator is manufactured by smiths medical international, ltd. Smiths medical pm, inc. Imports the ventilator from smiths medical international. Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator. The ventilator has been evaluated by a smiths medical pm, inc. Service technician. The failure as described could not be duplicated under normal operating conditions, however, could be duplicated when simulating an inadequate supply of gas. The oxygen supply hose, patient circuit, and regulator used at the time of the incident were not returned with the unit, so we could not evaluate it. As reported, the incident occurred while using it in an MRI, beyond the 5000 gauss line. According smiths medical international, ltd, the babypac has been tested to work in the centre of a 3 tesla mr machine, so operation in the 0.5 tesla (5000 gauss) area should be no problem. Co tested another new babypac at all the same settings and the only way he could get it to stop cycling was by gradually reducing the input pressure in stages to below 30 ps. He took the pressure down in stages and tried to simulate the stopping. From 60 pci (our normal operating pressure) down to 38ps there was no visible effect on the performance of the vent, from 38 ps down to 30 ps the peak inspiratory and peep pressures were gradually reducing but the vent kept cycling. At 28 ps the vent stopped cycling.